Event description:
It was reported that the patient presented in the clinic experiencing presyncopal symptoms. Upon interrogation, the pulse generator exhibited multiple episodes of auto mode switch due to inappropriate programming. The patient would be monitored.